Manufacturer narrative:
A sample device was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The product investigation shows the patients condition would not allow this lens to be implanted in the eye. A malfunction has not been indicated against the lens. Lens was removed due to not enough capsule to hold lens in place. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported via reply card that during an intraocular lens (iol) implant procedure, the lens was removed. Additional information was provided that lens was inserted into the patient then removed to do converting into vitrectomy as patient was squeezing. Lens was removed due to not enough capsule to hold the lens, and was replaced with a special lens.